Manufacturer narrative:
Two 130309a were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection was unable to find any abnormalities or defects. Dye leak testing of the device packaging was unable to find any breaches of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 681 devices, for this device family and failure mode. During this same time frame 7,924,370 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: -there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. -these devices fail the inspection described herein. Safety tips: -inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: -cracked, broken or otherwise distorted plastic parts. -broken or significantly bent connector contacts. -damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. -verify that the electrode is full and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 130309a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.